Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a procedure, craniotomy was performed using a mini kit, lot number 9321804; two plates had been put on without incident, but as the registrar tried to screw the third plate onto the bone flap, the head snapped off. In addition, it sheared in half. This resulted in a sharp point protruding from the bone flap, which he drilled flat using a burr. Another screws from one of the trays were used. Case delayed by 20 minutes. No harm to patient. No further information is available. The catalogue number of the screw that sheared was 04.503.104.01c. The procedure was completed by leaving the broken screw in the skull. The surgeon didn't want to use the remaining screws in case the same thing happened with the screws. He opened a consigned tray and used the screws on that tray. The procedure was completed by leaving the broken screw in the skull. This report is 2 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined that device, catalog # 04.503.104.01c is a component of the matrixneuro sterile kit, catalog #145.321s. Synthes is retracting medwatch report #: 2520274-2015-13951. Refer to medwatch report # 9612488-2015-10277 for the reported matrixneuro sterile kit. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No r/a information available, g5 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Reporter: (B)(6). Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was performed for the subject device (part number 04.503.104.01c). The manufacturing investigation reported that only the subject screw head was received. The root cause could not be determined. It is possible that too much mechanical force was applied causing the breakage. A review of the manufacturing records did not reveal any issues during manufacturing. A review of the associated technique guide includes the following statement: warnings: these devices can break during use (when subjected to excessive forces or outside the recommended surgical technique). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.